Event description:
Patient's diet counselor reported the patient has an elevated hba1c; value was not provided. Diet counselor alleges the reason is the bolus calculator. Diet counselor reported she read out the blood glucose monitoring device and the infusion device with (B)(4) software; version is unknown, and alleges that the bolus calculator does not calculate the bolus correctly. Diet counselor stated the delivered bolus does not match with the blood glucose value; details were not provided. Diet counselor reported the patient follows and delivers the exact bolus advice and always delivers the bolus advice via the blood glucose monitor and not manually by the infusion device. Diet counselor stated that on (B)(6) 2013 at 00:30 am the patient measured a blood glucose level of 227 mg/dl and a bolus of 2 units was delivered. Diet counselor reported that 5 hours prior to the reading of 227 mg/dl, there was no bolus entry recorded or delivered. Diet counselor stated that on (B)(6) 2013 at 00:20 am patient's blood glucose level was 226 mg/dl, delivered a bolus of 0.7 units of insulin and 5 hours prior to this bolus calculation no bolus was delivered or recorded. Diet counselor reported the following settings: acting time: 4h. Offset time: 0.45 minutes snack size : 0 time blocks 18:00 - 00:00 a.m. Target range 120-130 mg/dl. Carb ratio: 1.8 i.u. For 1 carb unit. Sensitivity: 1 i.u. For 40 mg/dl. 00:00 a.m. - 06:00 a.m. Target range 120-130 mg/dl. Carb ratio: 1.5 iu. For 1 carb unit. Sensitivity: 40mg/dl. Diet counselor stated the patient detected that now and then there is too high active insulin displayed (e.g. 18.1 i.u.) Even though there is no active insulin left. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory and observed that the meters displayed bolus data was out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Iu manually reviewed the meters memory for the values indicated in case by customer. Iu did not observe a bg value of 227 mg/dl on 10/19/2013 but the value was observed on 10/20/2013. Iu did observe the alleged bg value of 226 mg/dl but at a different time and with a different bolus value than alleged by the customer. Iu documented all the alleged bg, carb and bolus results as they appear in the meters memory. During the review of the meters memory the iu did not observe an unconfirmed bolus result within the alleged days. Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Iu accessed the bolus advice function from the main menu screen and observed that the active insulin value does appear correctly, no defects were observed. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes. Additional analysis was performed on the returned meter due to the customer allegation. The iu and failure analysis observed after review of the customer's meter that the bolus recommended for the alleged record on 10/20/2013 was found to be different than the bolus administered. The bolus administered and confirmed by the pump was 2.0 u, but the amount recommended by the bolus calculator was 0 u (accounting for the active insulin still present). This bolus recommendation was found to be accurate after review of the meter's memory. Furthermore, the active insulin and bolus recommendation associated with the second alleged record on (B)(4) 2013 were found to be accurate when accounting for the meal rise and active insulin still present from a prior record. The customer stated that he had no prior insulin injections within the last 5 hours, which would lead him to overestimate the bolus. The customer's allegation of bolus calculator does not calculate correctly was not observed during the investigation of the returned product. This case is set to not verified based on the iu investigation of the customer's allegation.